Event description:
It was reported that bd insyte autoguard needle did not retract.device trigger stuck after puncturing patient. Puncture lost with need for new catheter and new puncture.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.